Event description:
Boston scientific received information that post implant, the right ventricular (rv) lead dislodged three times and was succesfully repositioned each time. The sales representative noted that the dislodgement occurs everytime the patient sits up and physician believes it is due to patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.